Event description:
It was reported that air was observed in the supply lines of a homechoice automated pd set with cassette. This event occurred during drain cycle one of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported condition. The technical service representative advised the nurse to have the patient end therapy and restart with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported air in line indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.